Manufacturer narrative:
The axium coil will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that reported sixth coil was stretch and coil loop was outside the aneurysm. The patient underwent coiling treatment for a small unruptured saccular aneurysm. Measuring 2mmx2mm. It was reported that medtronic guidewire selected and medtronic microcatheter was placed. The five axium coils were implanted successfully in the aneurysm. But the sixth coil qc-1.5-1-helix coil was unscrewed (stretch). The end side of the coil was outside the aneurysm. The director adjusted it with a microcatheter and a guide wire, with the stent assisted support the coil was implanted in the patient. There were no reports of patient injury in association with this event. The reported device and associated devices were prepared and used per the instruction for use (IFU).